Event description:
It was reported that the customer was unable to clear valid temperature alarms. There was no adverse impact to the customer's blood glucose level. Multiple follow up attempts were made to obtain additional information; however, a response was not received.